Event description:
The distributor reported that the down arrow button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed contamination under button contacts. The down arrow button intermittently activated desired pump functions when pressed. Unrelated to the complaint, the display screen was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.